Event description:
Customer reported receiving imprecise readings on their freestyle freedom blood glucose meter. Customer reported receiving readings of 107 mg/dl and 422 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on the parkes error grid fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been returned. A follow-up report will be completed once the investigation results are available.